Event description:
Additional information received reported that reprogramming was performed on (B)(6)-2013. The cause of the event was not determined. The patient was receiving good stimulation. There was no replacement as originally reported.

Event description:
It was reported that the patient experienced intermittent stimulation and a loss of therapy effect and stimulation. It was stated that a replacement was planned. It was noted that no diagnostic tests were performed, but will be in the future. It was stated that there were no patient symptoms or complications associated with this event. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).